Event description:
It was reported that the patient went to the emergency room (ER) due to high blood glucose levels. Patient reported being unable to turn on the personal diabetes manager (pdm) and sought medical intervention due to not having backup insulin. The pod was removed the day prior due to the reported pdm malfunction. The patient was treated with intravenous fluids and insulin, and was released after spending a couple of hours in the ER.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and high blood glucose levels. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.